Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient has had some falls and experienced ineffective therapy. Reprogramming did not resolve the issue. In turn, an x-ray confirmed that the lead located at s1 has migrated. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the s1 lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.